Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the pt presented with "z-syndrome" approximately 3 months post implant. Lens repositioning was scheduled. Additional info has been requested, but no additional info has been received by bausch + lomb.